Event description:
It was reported the customer had no delivery alarms on their insulin pump. Customer stated they were attempting to prime a new infusion set when the alarm occurred. The customer's blood glucose was 44 mg/dl. The customer stated they have eaten for their blood glucose. Troubleshooting found insulin was able to exit when pushed with plunger. Customer also stated the insulin pump did not alarm no delivery with a manual prime. The customer also declined to troubleshoot for their low blood glucose as it was caused by being physically active. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.